Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information: what lobe was being removed? What was the diagnosis and/or indication for surgery? Did the patient undergo preop chemo or radiation? Was there any significant adenopathy around the bronchus? Was it diff to close, were the firing forces greater that an expected? What trouble-shooting steps used to try to open the device? When you were attempting to finish the firing cycle, was the firing trigger able to be pulled or was it loose? To date no response has been provided. Once additional information has been received, a follow-up report will be submitted. Additional information: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a label with product code# ec45a, lot # v95u0m. The second and third shows a device from the jaws area with a green reload loaded and the knife can be seen advanced, knife slot damaged and some staples leg protruding. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that the ec45a would not open during firing. Vats lobectomy procedure on (B)(6) year-old male. Started laparoscopically, later conversion to open procedure. Manual echelon 45 used. Fired 4 blue reload without issue. A green reload is selected for the bronchus due to thick tissue. Stapler was able to close, but after squeezing twice the knife was stuck. Firing the knife further failed and retrieving the knife did not work either. When trying to free the stapler it was torn from the bronchus. They manually overstitch the bronchus with a pds and the added a patch, the also used tisseal. Procedure was a vats lobectomy.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. D4: batch #448a32 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the knife partially advanced, the anvil, and the closure trigger in the closed position. Also, the anvil knife slot was damaged. An (B)(6) reload loaded on the device and it was received partially fired 2/3. After further evaluation, the device could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. The event reported was confirmed and it is related to improper use of the device. The damage on the knife is consistent with applying a high force to the firing trigger on a locked device. The condition of slot damage is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.